Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm episodes no. 203 and 204 revealed artifacts on the rv channel, which led to oversensing and multiple shock deliveries. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
The lead was implanted on (B)(6) 2021 and showed normal intra-op & follow-up parameters. First lead interference detected on (B)(6) 2025; multiple inappropriate shocks due to interference found on (B)(6) 2025. The lead was explanted.